Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting loss of capture. Technical services (ts) recommended evaluating the lead in-clinic. At this time, no adverse patient effects were reported, and this lv lead remains in service.